Event description:
During usage of a probe, the handle gets hot and the distal end starts smoking. The controls malfunctions as the buttons are being depressed when no one is touching it. This has happened twice in 2 weeks per the rep.

Manufacturer narrative:
Device is not being returned for evaluation. Investigation is on-going. Once completed, a follow-up will be submitted.